Event description:
The doctor reported rupture confirmed by CT scan and mammography. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening, a striated opening and broken striated in the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the device due to an unidentified (tear) opening, a striated opening on anterior side due to surgical damage, and a striated broken on anterior side due to surgical damage. A missing piece of the shell due to inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture confirmed by CT scan and mammography. The device has been explanted. This relates to the left side.